Manufacturer narrative:
Product complaint # (B)(4). The following information was requested and the following was obtained: do you have any pictures of the reaction? No. What prep was used prior to, during or after prineo use? Betadine (povidone-iodine), or chlorhexidine? Chlorhexidine. Was a protective, dry wound dressing such as gauze applied and was it applied only after the liquid topical skin adhesive has completely polymerized and the dermabond¿ prineo¿ is no longer tacky to the touch? No. Was the application site cleansed thoroughly with saline or isopropyl alcohol to remove any remaining blood, fluids, or topical medications/anaesthetics, including skin preps, and then patted dry? Yes. Were any patch or sensitivity tests performed prior to the procedure? No. What is the most current patient status? Recovered, no revision required. Scar improving well. Who applies the product? The surgeon himself? Registrar.

Manufacturer narrative:
(B)(4). Additional information received: is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Extensive allergic history, other dressings, latex glue associated with fake eyelashes etc. Were any sensitivity tests performed? Reported allergy to cyanoacrylate, booked for further testing. What is the physicians opinion of the contributing factors to the reaction? Reported allergy to cyanoacrylate, booked for further testing. Attempts have been made to obtain the following additional information, however not received to date: please provide photos? Please indicate any medical or surgical interventions performed. Please describe how was the adhesive was applied on the tape. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive to pressure sensitive adhesives? Attempts have been made to obtain additional information. To date the device has not been returned and no additional information has been received. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an acl reconstruction on (B)(6) 2019 and topical skin adhesive was used. On day 10 post-operatively, patient presented with a focal skin reaction. Patient was admitted for a few days, given steroids and antihistamines. Followed up with dermatology dept and reported allergy to cyanoacrylate, scheduled for further testing. Additional information was requested.